Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. During the initial call to lfs, the reporter was unable to clarify if the subject meter was reading inaccurately high or low; however, during the follow-up call, the patient confirmed he felt it was reading inaccurately high when he was experiencing symptoms he associated with a low blood glucose. The patient informed the mss that almost every day for the past three weeks he has been experiencing symptom of ¿cold sweats¿ which he usually develops when his blood glucose begins to drop. When he tests his blood glucose in response to onset of symptoms, the patient claimed he would obtain results in the ¿100¿s and 200¿s mg/dl¿, which did not correspond with his feelings. Despite the elevated results, the patient confirmed he would treat himself with either juice or glucose tablets based on his feelings. The patient confirmed he would usually feel a little better after treatment. During the follow-up call, the patient informed the mss that he tests blood glucose 2-3 times/day and takes a combination of insulin and oral medication to manage his diabetes. The patient confirmed he does adjust his insulin based on blood glucose results. The patient reported in the past three weeks he¿s been experiencing the symptoms; he has occasionally obtained blood glucose results with the subject meter that were higher than expected and has on occasion taken approximately 2 additional units of insulin in response to the higher results. The patient could not confirm if he developed the symptoms after he took the increased amount of insulin. At the time of troubleshooting, the customer care advocate (cca) discovered that the test strip lot # provided by the patient¿s spouse was for test strips that had an expiration date of (B)(6) 2014. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after obtaining alleged inaccurate high readings with the subject meter.